Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Associated MDR #1018233-2012-01925, 1018233-2012-01927, 1018233-2012-01921, 1018233-2012-01922, 1018233-2012-01923, and 1018233-2012-01924.